Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lost battery cap. Customer stated that she doesn't remember anything but was told that her daughter called emergency medical services and when she arrived at the hospital, she was not sure where she was. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer was having black outs and was unable to stay in her wheelchair. Customer reported that her daughter found her on the floor bleeding and in her urine. The cause of the hospitalization was a massive stroke. Customer was treated and released on (B)(6) 2016. Customer was unsure is she was wearing the pump at the time. Customer was also hospitalized on (B)(6) 2016 due to cardiac arrest and anemia. Customer's blood glucose was over 700 mg/dl. Customer was off the pump about 2-3 days before she went to the hospital. Customer was also hospitalized on (B)(6) 2016 due to another stroke. Customer states that she has been off the pump for a month.